Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-sep-2025, the user reported that the ilet screen had developed severe display issues, with lines obstructing visibility and readability worsening over time. The agent verified shipping information and initiated a replacement order, providing instructions for data syncing, device shutdown, and return procedures. The screen remained partially usable with no reported injury or device malfunction beyond readability concerns. Blood glucose (bg) was not affected during the event, and no medical intervention was required.